Manufacturer narrative:
(B)(4). The affected homechoice machine was returned for device evaluation for the reported issue of increased intra-peritoneal volume (iipv). This device was visually and functionally tested per product specifications, noting no abnormalities. The external & internal visual inspection, a power test and a leak/pressure test was performed, revealing no problems found. The reported issue was confirmed in the event history log review. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported discomfort during dialysis therapy. The fill volume was 2000ml and the ultrafiltration for cycle three was 3676ml. The technical services representatives advised to the customer to manual drain as well, draining an additional 251ml. The customer reported that the discomfort dissipated after both drains. No patient injury or medical intervention was indicated in association with this report. No additional information is available.